Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted into the prox-lad. Approximately 13 months post index procedure, the patient experienced cerebral infarction (stroke), the patient was treated with medication and recovered. The investigator has indicated that the event was not related to the study device.